Event description:
As reported the patient was implanted with one 3dmax mesh left (device #1) and one 3dmax mesh right (device #2) three years ago. It was reported that immediately following implant the patient had issues with pain (especially during bending movements) as well as chronic bladder and prostate issues.

Manufacturer narrative:
As reported, post implant of the 3dmax mesh, the patient experienced pain during bending movements and experienced chronic bladder & prostate issues. Based on the information provided, no conclusions can be made. Review of the device history records confirmed the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 708 units released for distribution in january 2018. This MDR represents the 3dmax mesh right (device #2). An additional MDR was submitted to represent the 3dmax mesh left (device #1). Note, based on the available information the dates of event and implant are estimated as (B)(6) 2019. Not returned - remains implanted.